Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on the outer tubing overlay.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received inappropriate therapy and there was noise. The lead was extracted and replaced. At explant it was noted that there was an apparent break in the insulation and blood in the lead. No further patient complications were reported as a result of this event.